Event description:
It was stated that the insulin pump alarmed button error, and the customer was unable to use it. The customer was pregnant and was panicking. Troubleshooting was performed, and the buttons were not pressed for three minutes or longer. The customer stated that she would go to urgent care and get on a back up plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.